Event description:
(B)(4). Bloating, abdominal pain, painful intercourse, pain after intercourse, gas, diarrhea, constipation, itching, blisters that itch, sharp pain in hip that shoots down leg, migraines, chest pain, dizziness, low sugar, back pain, lightheadedness, teeth chipping, swelling in face, hair falls out.